Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implant date: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was further reported that the right ventricular (rv) lead exhibited high thresholds. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.